Manufacturer narrative:
The investigation into the vf/vt/af/at (complete heart block) issues has been completed since the original report was submitted. The device was not returned for investigation. As the necessary clinical information was not provided and the device was not returned, the root cause of the vt/vf was not determined. In accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 63-year-old female in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that after the implant, the impella appeared deep. The impella was pulled back six centimeters and the patient went into complete heart block. The patient had no rhythm issues prior. A t-pacer was placed in left femoral vein. A pericardial drain was needed due to the t-pacer implant. The patient was reported as stable.